Event description:
It was reported that during a low anterior resection procedure, the device did not fire all the staples but did cut. Used a new device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 07/09/2007. Info anticipated, but unavailable at this time.